Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they did not feel that the implantable neurostimulator (ins) was working. They were not feeling stimulation and they were concerned that they did something in their sleep or disrupted something. It was noted that the trial was good but the patient was not feeling any benefit from the device at the time of the report. Their headaches were back and they felt different since it was implanted such as the patient being sad. They also noted that the battery was in a bad place. Their doctor put it too close to their waist line in the front and the patient¿s pants or clothing would irritate the area. The patient didn¿t have a lot of fat and the position of the battery was uncomfortable. They were going to talk to their doctor about these issues at their appointment on the day of the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.